Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had spoken with a manufacturer's representative (rep) about recharging trouble due to ins location and trouble turning the ins on and off due to the ins location. The patient stated the rep recommended the shoulder holster for recharging. The patient stated he wanted the ins implanted by the hip but when he woke up it had been implanted near his ribs and the ins looked "like a tumor" on his back. The patient stated he knew of another patient who had the device implanted by their hip. The patient believed a different rep from the one he saw previously was sent to his surgery and that was the reason it was implanted in the patient's back. The patient mentioned he was still sore from the surgery. The patient also stated he was trained while sedated and the rep just left him a box. It was reviewed that the patient would need to work with his healthcare provider (hcp) to address placement and training concerns. The patient was issued a recharge shoulder holster to help with the recharging placement issue. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.